Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The tech found the motor assembly was slipping due to grease and dirt on the drive. The tech cleaned and properly lubricated the drive to repair the bed.